Manufacturer narrative:
Submit date: 5/24/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
Customer reported the unit is being returned for service/repair request. The service technician found: front housing cracked on the bottom side under the battery. Large burn mark on the inside of the front housing. The thermal event originated from the power supply pc board. The power transformer on the power supply board is burned - as well as several surrounding components.

Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿thermal issue¿. The unit was triaged and the reported issue was confirmed. The probably root cause determined to be liquid ingress which caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.